Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i pro clinical chemistry analyzer and found the ise flowcell was contaminated and ise integrity check values were out of range. The fse decontaminated the ise flowcell with bleach and replaced the carbon bridge to resolve the issue. The customer adjusted their quality control ranges. The fse then performed calibration, ise integrity check and quality control. All results were within range. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4)..

Event description:
The customer reported obtaining low sodium (na) patient results for approximately twenty-five 25 patients involving their dxc 600i pro clinical chemistry analyzer. The customer observed high quality control after cleaning the flowcell module. The customer then repeated the patient samples on the same analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer verbally provided the results for three (3) patients.